Event description:
The screw could not be fully fixed into the skull. The doctor inserted the self drilling screw into the skull, but the screw could not be finally fixed into the skull. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained screw shows that the pitch of the screw thread at the tip is badly deformed due to strong mechanical contact with a hard medium. Microscopic evaluation shows that the pitch of the screw is flattened. It appears that the tip was dulled during insertion into very hard material. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.